Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information of conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to the available information, a (B)(6) male experiencing urinary retention due to an enlarged prostate, starting around (B)(6) 2019. He had no previous history of urinary retention or urinary tract infections (utis). A foley catheter was inserted on (B)(6) and removed on (B)(6). As the retention remained, he was trained to use intermittent catheters and was prescribed straight catheters. By mistake, he received one sample of speedicath tiemann (coude) from the doctor's office (not from coloplast) that he used, despite his lack of training in this type of catheter. This resulted in a scratch and some discomfort for a few hours, but he did not have excessive bleeding, and the pain subsided. A few hours later, he went into the emergency room with fever-like symptoms and was hospitalized from (B)(6) to (B)(6). The patient had blood tests and urine samples taken in the emergency room on (B)(6). He was placed on medication (not further specified), which he took for 5 days. By (B)(6), the uti had cleared, and he has not had any further adverse effects. No more follow-up with the doctor's office is needed on this matter, and he is now using straight catheters with no complaints.